Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoarthritis, nauseous, headache, stress and menometrorrhagia. In (B)(6) 2014, the patient had essure inserted. In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: increased depression and severe anxiety"), anxiety ("psychological or psychiatric problems condition: increased depression and severe anxiety") and fatigue ("fatigue."). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower left side of my abdomen and through to my back"), abdominal pain lower ("lower left side of my abdomen and through to my back") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain and abdominal pain lower had resolved, the dysmenorrhoea and allergy to metals had not resolved, the dysgeusia, vaginal discharge, tooth disorder and fatigue outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: after completion of procedure: right tubal ostium - 6 trailing coils and left tubal ostium ¿ 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: new events: genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, abdominal pain lower, back pain, reporter, all concomitant diseases, product lot number, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included osteoarthritis, nauseous, headache, stress and menometrorrhagia. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: increased depression and severe anxiety"), anxiety ("psychological or psychiatric problems condition: increased depression and severe anxiety") and fatigue ("fatigue."). In july 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower left side of my abdomen and through to my back"), abdominal pain lower ("lower left side of my abdomen and through to my back") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain and abdominal pain lower had resolved, the dysmenorrhoea and allergy to metals had not resolved, the dysgeusia, vaginal discharge, tooth disorder and fatigue outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: after completion of procedure: right tubal ostium - 6 trailing coils and left tubal ostium ¿ 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ horrible pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction and gallbladder removal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included osteoarthritis, nauseous, headache, stress and menometrorrhagia. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), depression aggravated ("psychological or psychiatric problems condition: increased depression and severe anxiety"), anxiety ("psychological or psychiatric problems condition: increased depression and severe anxiety") and fatigue ("fatigue."). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced back pain ("lower left side of my abdomen and through to my back"), abdominal pain lower ("lower left side of my abdomen and through to my back"), allergy to metals ("nickel allergy"), depression ("depression"), malaise ("sick"), menstrual disorder ("terrible periods"), nausea ("nausea"), headache ("headaches"), the second episode of dysgeusia ("metallic taste in my mouth"), swelling ("swelling") and autoimmune disorder ("auto immune disease"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, back pain and abdominal pain lower had resolved, the dysmenorrhoea and allergy to metals had not resolved, the vaginal discharge, tooth disorder, fatigue, depression, malaise, menstrual disorder, nausea, headache, the last episode of dysgeusia, swelling and autoimmune disorder outcome was unknown and the depression aggravated and anxiety was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, autoimmune disorder, back pain, depression aggravated, dysmenorrhoea, fatigue, genital haemorrhage, headache, malaise, menorrhagia, menstrual disorder, nausea, pelvic pain, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, the first episode of dysgeusia, depression and the second episode of dysgeusia to be related to essure. The reporter commented: insertion details: after completion of procedure: right tubal ostium - 6 trailing coils and left tubal ostium ¿ 6 trailing coils. Discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion the coils were placed correctly and completely blocked off. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Event added- depression, sick, terrible periods, nausea, headaches, metallic taste in my mouth, swelling, auto immune disease. Aka name, concomitant drug, medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and dysgeusia outcome was unknown. The reporter considered dysgeusia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.